Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had difficulty rewinding. The customer's blood glucose was 100 mg/dl at the time of incident. The customer stated that the insulin pump alarmed insulin flow blocked during troubleshooting. The insulin pump did not rewind at the end of call. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.